Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.0 l/min. 11. When finished, purge water from pad. The neonatal arcticgel pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel mattress was leaking. It occurred during use. They would like to make a complaint regarding the arctic sun mattress for the device concerning a leak in one mattress, batch no was ngks2043. This concerns invoice no. (B)(4). Per follow up information received via task on 01dec2025, no impact to the patient.

Manufacturer narrative:
Initial reporter name: (B)(6). Initial reporter phone: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel mattress was leaking. It occurred during use. They would like to make a complaint regarding the arctic sun mattress for the device concerning a leak in one mattress, batch no was ngks2043 (description attached). This concerns invoice no. 7260043439.